Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined due to insufficient information.

Event description:
It was reported patient's scs system was explanted at an unknown time in 2020 due to unknown reason.